Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01023. This report is being submitted as additional information. Approximate age of device - 1 days. Manufacturer's investigation conclusion: the evaluation of the returned sealed outflow graft confirmed an issue that could have contributed to the report of the graft being separated from the screw ring and the inability to reconnect them. Examination of the returned sealed outflow graft found that the c-ring was not present in the c-ring groove. The c-ring was not returned. A duration for which the c-ring was not properly seated in the groove could not be conclusively determined through this evaluation. The graft attachment appeared otherwise unremarkable. The screw ring revealed no evidence of damage or defect to the screw threads, and no tool marks were observed on the exterior. The outflow graft will be cleaned and sterilized to undergo further inspection. The c-ring, when properly seated within the c-ring groove, secures the screw ring on the graft attachment. The improper placement of the c-ring would have prevented a proper connection between the screw ring and the outflow graft hardware, resulting in the reported separation of the graft from the screw ring and inability to reconnect them. A corrective and preventative action (CAPA) was opened to investigate displaced or missing c-rings on the sealed outflow graft attachment. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
It was reported that during the implant of a left ventricular assist device (lvad), the surgeon was attaching outflow graft to the pump and while hand tightening the screw ring to the pump, the graft appeared to be unseating from the screw ring. The graft completely separated from the screw ring and was not able to be reconnected. A new outflow graft was used. No additional information has been provided.

Manufacturer narrative:
The device returned for analysis. The complaint investigation confirmed the reported issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.